Event description:
It was reported that a signal loss occurred frequently between 6/12/2026 and 6/17/2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).